Event description:
It was reported that during follow up, inappropriate shocks due to noise were noted. Externalized conductors were observed via fluoroscopy. The lead was capped. Patient condition is good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.